Event description:
It was reported that the patient's current pump had a loose battery connection when charging. There was no adverse impact to the customer¿s blood glucose level. The patient did not want any follow-up regarding the issue, and no further action was required by the technical support team.